Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing was kinked and a little cloudy event on (B)(6) 2025. The infusion set was in use for about one day. The blood glucose level was 345 mg/dl and the patient was treated with correction injection via multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.